Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "the infusion machine was programmed correctly, but the device had infused the drug into the patient too quickly. When the infusion bottle was empty, the infusion machine showed 3 hours 33 minutes of infusion time remaining, as it should, but the infusion machine had dripped the full dose (a 12-hour dose) in about 9 hours."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400738066. The history files were read out and analyzed. The device history files from (B)(6) 2025 and (B)(6) 2025 were analyzed. A space line was selected and the infusion started with a rate of 20,8ml/h and a volume of 250ml at 19:59pm. On the next day at (B)(6) 2025 at 04:25am the infusion stopped because of the alarm "too few drops". At this time, 175, 42 ml was infused. No other abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as a technician seal were available and undamaged. The device was in a clean state and no damages of the housing parts were found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to (B)(4) was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,41 %. This value is inside the instruction for use predefined performance characteristic of the device ((B)(4)). The test was performed with a connected drop sensor from customer. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The drop sensor was checked according to the technical safety check. The drop sensor occurred the flow alarm and the no drops alarm. No malfunction could be detected. Caused of all results of the previous investigations, only the upper part housing was removed for an inside investigation. No damages or soiling could be found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.